Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed; please see attachment a, for stock search. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.